Event description:
It was reported, that "the trach appears longer." There was no reported injury and/or change in therapy. The involved device has been returned and forwarded to the quality lab for analysis.